Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. The device was received with normal operating currents. The device was monitored for several hours and no blank display noted. The battery tube connector plugged in properly during visual inspection. No unexpected replace battery now alarm or battery power loss noted. However, an insulin pump trace download analysis confirmed the pump alarmed power error alarm and replace battery alert. The power management tool confirmed power error alarm and replace battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to a connector resistance issue. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. The following physical damage was noted: scratched case, pillowing keypad overlay, cracked retainer, serial number label stained and minor scratched lcd window.

Event description:
The customer reported via phone call stated that they had replace battery now alarm. Customer stated that they did not receive a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose level was 278 mg/dl. The customer stated that the battery was loosing life. The customer stated that they had a second occurrence of replace battery now without a low battery warning. The customer declined to troubleshoot for high blood glucose level. The customer was advised to wear pump until replacement arrives if they insert a new battery. The customer was advised that the insulin pump needs to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.